Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood in/on the helix mechanism, a deformation/fracture in the proximal section of the inner coil, which indicated extension problems, and there was damage at implant.

Event description:
It was reported that, during a right atrial lead implant attempt, the patient had torturous anatomy and positioning/fixing the lead was difficult. After repositioning, the helix would not extend and the stylet was unable to be advanced in the lead lumen. A "break" was suspected near the connector pin. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.